Event description:
It was reported that the programming system is working as intended. It was reported that the patient has been seen and the generator has been able to be interrogated.

Manufacturer narrative:
Corrected data: new information changed the suspect device. This was inadvertently left off of supplemental MFR. Report #01.

Event description:
It was reported that the physician's programming system was unable to interrogate the patient's device. A message "procedure failed" was obtained. The patient was no longer in the office and the battery light for the wand only illuminated for 15 seconds indicating that the wand battery may be depleted. It was reported that the patient would be coming back in the next few days and interrogation would be attempted again. No additional relevant information has been received to date.

Manufacturer narrative:
.